Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that hasn't gotten her device checked since over a year. Patient stated she is having problems with what feels like electrical stimulation shocks. No further complications were reported.